Event description:
It was reported that 82 bd interlink blunt plastic cannulas experienced cosmetic defects with sharp protrusions. The following information was provided by the initial reporter: production have found fallouts of the luer cannula with flash.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 82 bd interlink blunt plastic cannulas experienced cosmetic defects with sharp protrusions. The following information was provided by the initial reporter: production have found fallouts of the luer cannula with flash.

Manufacturer narrative:
H.6. Investigation summary: two photos each displaying a lever lock component and two bags each containing twenty loose lever lock assemblies (p/n 303340) were received. The lever lock shields were from mold c-318 and the bodies were from mold x-68 the samples were visually evaluated. - one lever lock shield from cavity 77 was observed to be acceptable with no defects present. - two lever lock shields, one from cavity 18 and one from cavity 22 had a small amount of brown embedded foreign matter less than level three in size which was acceptable per product specification. - eighteen lever lock shield samples were observed to have a brown foreign matter larger than level three in size. The samples were from cavities 2, 3, 4, 8, 13, 16, 17, 19, 20, 36, 42, 48, 51, 63 (2), and 77 which was non-conforming per product specification. - one lever lock body was observed to have several pieces of black foreign matter larger than level three in size embedded on one of the lever arms which was non-conforming per product specification. - twenty samples were observed to have non-conforming shield damage which was nonconforming per product specification. Release date: 04/23/2022. Released quantity was 164,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #2028960 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Technician logs, molding records, and production databases were reviewed as part of this investigation. A machine evaluation was performed, and a qualified associate was interviewed concerning the assembly process of the shields to the lever bodies. The shields are only handled at two stations of the assembly machine. One station where the lever bodies are applied to the stationary shields at the end of a feed system after a rotating process and one station where the completed assembly is placed shield first through two guides into the offload chute. At the end of the feed station are slots where the shields are fed and rotated via servos for assembly. There are multiple flow controls that control the orientation of the shield into these slots. If the flow controls are not setup properly it can lead to issues with the finished product. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the shield damage is associated with the assembly process. It is likely improper setup of the flow controls for the shield feed system contributed to an improper orientation at the end of the shield feed. When the shields were rotated it is likely that the orientation they were in allowed part of the shield to be damaged during that process. Additionally, it is possible that these defects were also missed during an in-process inspection by the operator. Bd has robust controls for in-process inspections at pre-determined intervals throughout the manufacturing batch. Additionally, the aql for embedded foreign matter and damaged components is 0.65%. The defective rate identified is 21 out of 164,000 for embedded foreign matter which is 0.0128% and 20 out of 164,000 for damaged components which is 0.0122%. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #2028960 is considered in compliance with our product specification requirements. H3 other text : see h.10.